Event description:
Patient presented for right total hip arthroplasty anterior approach. During routine post-op office visit an xray of the hip was obtained that revealed a retained cylindrical metal item between the femoral head and acetabular cup. The patient was returned to the or for removal of the foreign body. It was found to be a rivet/weld point from the external side of the r3 offset impactor arm.